Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). It was reported that the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. Dianeal therapy was discontinued as the patient had their catheter removed and was on hemodialysis while waiting for a new catheter to be placed. The patient was recovering from this peritonitis event. Additional information was requested but is not available. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number 12h24h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.